Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead (B)(6) 2008; 6947 implantable tachy lead (B)(6) 2008; 4194 implantable pacing lead (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient received inappropriate shocks for superventricular tachycardia. It was further reported that there was undersensing, oversensing, and diminished p waves in the right atrial lead and that reprogramming of the lead was done, which resulted in far field r waves and false atrial tachycardia episodes. The device and lead remain in use. No further patient complications have been reported as a result of this event. D